Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. It was noted that bd was not made aware that the defective keypads needed to be logged for investigation until (B)(6) 2020. There was no patient harm. It was reported that the issues were noted before patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. It was noted that bd was not made aware that the defective keypads needed to be logged for investigation until 12feb2020. There was no patient harm. It was reported that the issues were noted before patient use.